Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Bwi concomitant products used: product name: carto® 3 system: us catalog #: fg540000, serial #: (B)(4). Product name: smartablate¿ system irrigation pump: us catalog #: m490003, serial #: (B)(4). Product name: lasso® nav eco variable catheter: us catalog #: d134301, lot #: 17177020l. Product name: soundstar® eco diagnostic ultrasound catheter: us catalog #:10439072, lot #: g3034883. Non-bwi product use: boston sci polaris x. Manufacturer's reference # (B)(4), is related to the same event. (B)(4).

Event description:
It was reported that a female patient, underwent an atrial fibrillation procedure with a smartablate system rf generator and was discharge from the hospital. However, the patient returned to the hospital and complained about chest pain. Upon readmission, patient presented st segment elevations on the electrocardiogram and signs of pericarditis which required hospitalization. An echocardiogram was performed and a moderate effusion was noticed. Three days later the patient suffered cardiac tamponade which required pericardiocentesis. Furthermore, an esophagogastroduodenoscopy was performed and necrotic lesions on the esophagus were encountered and while the patient was in the intensive care unit, she passed away. The patient's medical history is unknown. The physician's opinion regarding the cause of this adverse event is that he feels patient's esophagus was unusually close to the posterior wall of the left atrium and that death appears to be related to an esophageal fistula posterior to ablation. Settings during the event include: force between 5 and 40 grams and 10 second ablations. Also, an esophageal temperature probe was used as well as esophageal temperature tags on the fam map.

Manufacturer narrative:
(B)(4). Method (actual device tested). Results (no malfunction found. Device is working properly). Conclusion (no malfunction found. Device is working properly). (B)(4) it was reported that a female patient, underwent an atrial fibrillation procedure with a smartablate system rf generator and was discharge from the hospital. However, the patient returned to the hospital and complained about chest pain. Upon readmission, patient presented st segment elevations on the electrocardiogram and signs of pericarditis which required hospitalization. An echocardiogram was performed and a moderate effusion was noticed. Three days later the patient suffered cardiac tamponade which required pericardiocentesis. Furthermore, an esophagogastroduodenoscopy was performed and necrotic lesions on the esophagus were encountered and while the patient was in the intensive care unit she passed away. The device was evaluated and no error found. Device is within specification. The device was subjected to the preventive maintenance, safety and functional testing and all tests passed. No malfunction found on device. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
During a peer review, a correction needed was found as the UDI number was not provided in the initial report. Therefore, the UDI # has been added to the UDI field of this report. Manufacturer's ref. No: (B)(4).